Event description:
A peritoneal dialysis (pd) nurse reported a fluid leak associated with a pd patient's pd treatment. There was an air detected in cassette warning and when patient cancelled treatment and removed the cassette, fluid leaked out of the cycler. The nurse discussed that patient was possibly inserting cassette improperly and said patient was instructed on the proper way to do it, but patient's compliance is not verified. In a follow up, the patient's spouse verified the fluid leak event. The spouse said there was no harm, intervention or adverse event associated with the fluid leak. The patient started using a new box of cassettes and also got a new cycler and has been doing treatments with no further issues. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: a complaint product sample was received from the customer without its original package. The complaint product sample was disinfected according to rqam-326, as the complaint product sample was being disinfected and prepared for analysis, a leak was found in the cassette film. No other problems were found during the disinfection. Additionally, the complaint product sample was visually inspected according to bom 050-87216 and during the visual inspection with the microscope a cut was observed on the cassette film. No additional issues were found during the inspection. The reported event was confirmed during sample evaluation. During the visual inspection with the microscope a cut in the film was found, this kind of damage could have the following causes as per risk analysis 509434 rev. U: pump door is sharp per closes unexpectedly during set up. Misalignment between cassette and pump during set up.inishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. During the DHR (device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. The device history record did not reveal any issues or problems related to the reported symptom code(s). The event was confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported a fluid leak associated with a pd patient's pd treatment. There was an air detected in cassette warning and when patient cancelled treatment and removed the cassette, fluid leaked out of the cycler. The nurse discussed that patient was possibly inserting cassette improperly and said patient was instructed on the proper way to do it, but patient's compliance is not verified. In a follow up, the patient's spouse verified the fluid leak event. The spouse said there was no harm, intervention or adverse event associated with the fluid leak. The patient started using a new box of cassettes and also got a new cycler and has been doing treatments with no further issues. The cycler set is not available to return.